Event description:
Philips received a complaint on the mx40 patient wearable monitor indicating that there was no recording of telemetry data for 15 minutes and the patient did not receive therapy during this time. Further information was obtained and it was determined that on (B)(6) 2024 at approximately 0700, the patient with an implanted defibrillator was being monitored. At 0744, monitoring stopped and the user indicated there was no alarm and the patient sector at the central station went black, displaying a 'no data tele' inop alarm. The patient required resuscitation.

Manufacturer narrative:
The issue was escalated for technical investigation and an mx40 (telemetry) product support engineer (pse), clinical product specialist, and a patient information center ix -pic ix (central station) pse reviewed the available log data. The data shows that red ventricular tachycardia (vtachy) alarms were announced at the central cl41 at 07:44:09 and zen41 at 07:44:14. See log a. A vent fib/tachy was generated at 07:44:19. (Hr = 182) and this was acknowledged from cl41 approximately 18 seconds after it generated. Shortly after this, at 07:44:41, the mx40 went offline. This offline status stopped all red alarms at the central and an inop ¿no data from tele¿ was announced. The central station device performed as expected. The mx40 devicedebug log was reviewed and the pse verified that the mx40 went back online at 8:01 following a reboot. The reboot entry provides some additional information to the investigation. A reboot is expected if power is removed from the mx40 device. This could happen if the battery was removed, dislodged or if the battery contacts are corroded. Good faith efforts for additional information were made and the investigation determined that a philips approved battery was in use at the time of the event. The device instructions for use (IFU) provide guidance for cleaning the battery contacts with isopropyl alcohol to prevent corrosion; however, the investigation was unable to verify the current cleaning protocol in use by the customer. Additionally, the customer was unable to provide information concerning whether the battery could have been removed or accidently dislodged at the time of the event. A philips field service engineer (fse) performed an evaluation of the mx40 device. The fse found the device to be working as specified and the device was released back to customer use. The cause of the power loss at the mx40 remains unknown. Per the mx40 IFU intellivue mx40 instructions for use release c.01 4535 649 31761 page number 15. Warnings: ¿ the mx40 operates exclusively via a wireless network connection, therefore, it should not be used for primary monitoring in applications where momentary loss of the ECG is unacceptable at the information center. Information was provided to the customer to resolve the issue. F additional information is received, the complaint file will be reopened. E1 reporting institution phone#: (B)(6). E1 reporter phone#: (B)(6). The pic ix device reporting can be found under MFR report number: 1218950-2024-00715.